Manufacturer narrative:
The unit of measure was mmol/l. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 8000 cobas ise module (double). Note: the unit of measure was not provided. The initial result was 173. The repeat result was 134.